Manufacturer narrative:
:This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model epk-i5010-us available in the united states with a 510k number k182004. (B)(4). The customer owned processor will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer. Epk-i5010, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 01-feb-2022, a device history record(DHR) review for model epk-i5010, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 23-mar-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 23-mar-2013. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the (B)(6). The customer reported a device with no video connection - error message involving pentax medical video processor, model epk-i5010, serial number (B)(4). The event timing and location are unknown. No death or serious injury was reported. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: the cause is, that the cable breaks, due to repeated use.